Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported receiving communication failure error. This error resulted in x-rays being disabled. This could result in the delay of a procedure. There is no report of injury or death associated with this event.